Event description:
Patient was implanted with cannulated screws on (B)(6) 2011. On an unknown date, patient complained of painful hardware from avascular necrosis (avn) of the left femur. Patient returned to the operating room on (B)(6) 2012 and the hardware was removed without complications. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.